Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_prog, product type: programmer, physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient's implantable infusion pump. It was reported on 2016-10-04 that the hcp stated she had done a catheter access port dye study, and had programmed a priming bolus to the total catheter volume and set an alarm. She then stated she was going to do a refill and the print out stated that the bolus was still in progress and had 11 minutes remaining. No symptoms were reported. The patient's medical history was unknown. The patient's medications were unknown. The patient's status was unknown.